Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a0401 captures the reportable event of basket wire break. Imdrf device code a150301 captures the reportable event of tip failure to separate.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used to remove a stone (about 2.5 cm) in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026. During the procedure, it was reported that they managed to trap the stone inside the basket. However, it would not break during lithotripsy even with the use of an alliance ii multi-purpose handle. The basket wire broke and slipped off, while the basket tip remained intact and stayed within the biliary tract. Based on the photo provided by the complainant, the tip remained in position. The procedure was completed with using a transnasal endoscope. There were no patient complications reported as a result of this event. Following the procedure, the patient is expected to fully recover.